Event description:
High shock impedance can be seen intermittently since (B)(6) 2021. Sensing has decreased steadily since implant. Low amplitude noise can be seen on far field signal. Patient was evaluated in person today, impedance was in range. Doctor will be consulted to decide next steps. No adverse events reported, lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.